Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there mild tortuosity, moderate thrombus with mild calcification. The stent graft was advanced to the intended landing zone. The first three rings of the endurant bifurcated stent graft were deployed when the physician noticed that the pigtail catheter was lower than intended and was constrained between the suprarenal struts and the vessel wall. The exact cause of the pigtail catheter being pulled down is unk; but most likely was inadvertently pulled down by the physician during the adjustment for parallax. The stent graft was deployed down to the gate, removed the pigtail catheter and noticed that the guidewire was caught in the suprarenal struts. The physician was unable to remove the floppy guidewire after several attempts. The physician left the guidewire in place, continued with the deployment of the contralateral stent graft and then fully deployed the bifurcated stent graft. The physician cut the guidewire and left the guidewire in the pt. The physician implanted one bare metal stent in the femoral artery to keep the wire from moving around. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4).